Event description:
It was reported that the system with an implantable cardioverter defibrillator (ICD) and this right ventricular (rv) lead recorded an alert for high, out of range shock lead impedances. According to the caller, this behavior had been observed before. The patient was going to be taken to clinic to evaluate. The ICD and the rv lead remain in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2). Ref report: mw5119841.